Manufacturer narrative:
(B)(4). Date sent: 5/16/2025. D4 batch #: x7048x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with nicks on the shaft. No damaged to the blade was noted. No functional testing could be performed, as the clamp arm did not open and close and due to the returned condition of the instrument. Our manufacturing process has been reviewed and there is no current evidence of this issue. The device was disassembled to verify the condition of the internal components and no anomalies were found. The damaged on the shaft is related to improper use of the device. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x7048x, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by ¿broken¿? (Please explain). Did a piece of the device break off? If so, what piece? If pieces were broken from the device, did anything fall into the patient? How were the pieces retrieved? Did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the left lps hemicolectomy, the handpiece did not reopen automatically, i.e. The opening system suddenly broke during the surgery. Other device used. No problems per patient